Manufacturer narrative:
Patient age at time of event: (B)(6). Device evaluated by MFR: the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported complaint is due to a design constraint of the product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 90% stenotic lesion was located in the non-calcified and moderately tortuous left anterior descending artery. Access was obtained through the femoral artery. The physician advanced the 1.5x15mm apex push balloon to the lesion and on the first inflation, inflated the balloon to 6atms for approximately three seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was completed with a different balloon and the deployment of an unspecified stent. Patient status is reported as "good".